Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse noted leaking during an infusion, rate unspecified and identified a hole in the pump segment of the IV tubing. The tubing was replaced and the infusion continued without incident; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment, measuring 0.0250mm long. Visual examination under magnification observed a crush mark to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.